Event description:
It was reported that the user observed a discrepancy between the ilet-reported glucose value of 181 mg/dl and contemporaneous fingerstick values of 202 mg/dl and 196 mg/dl and acknowledged that calibration was not indicated. The user also reported not announcing meals, which could explain mild elevation in glucose. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer interview and technical support review. Investigation of this case revealed sensor-to-fingerstick variance within expected limits and user factors related to unannounced meals as a plausible contributor to the observed glucose level. It was concluded that the device functioned as designed and that no device malfunction was identified.